Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included pre-existing heart disease, hypertension and diabetes mellitus which are all significant mortality risk factors. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The patient¿s death is likely to be associated with pre-existing comorbid conditions, also reported by the patient¿s pd nurse.

Event description:
On 14/feb/2024, it was reported that this female patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. On 28/feb/2024, it was confirmed with the patient¿s pd nurse that the patient expired on (B)(6) 2024 while attached to the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated it is unknown in which phase of pd treatment the patient may have expired. Regardless, the nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease esrd, heart disease, hypertension, and debates mellitus. Additionally, it was stated the patient was also recovering from bacterial pneumonia that occurred in (B)(6) 2024 (not related to pd therapy). Per the nurse, the patient¿s cause of death was cardiac arrest associated with the patient¿s pre-existing comorbid conditions in the esrd. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 14/feb/2024, it was reported that this female patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. On 28/feb/2024, it was confirmed with the patient¿s pd nurse that the patient expired on (B)(6) 2024 while attached to the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated it is unknown in which phase of pd treatment the patient may have expired. Regardless, the nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease esrd, heart disease, hypertension, and debates mellitus. Additionally, it was stated the patient was also recovering from bacterial pneumonia that occurred in (B)(6) 2024 (not related to pd therapy). Per the nurse, the patient¿s cause of death was cardiac arrest associated with the patient¿s pre-existing comorbid conditions in the esrd. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, it was reported that this female patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. On 28/feb/2024, it was confirmed with the patient¿s pd nurse that the patient expired on (B)(6) 2024 while attached to the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated it is unknown in which phase of pd treatment the patient may have expired. Regardless, the nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease esrd, heart disease, hypertension, and debates mellitus. Additionally, it was stated the patient was also recovering from bacterial pneumonia that occurred in (B)(6) 2024 (not related to pd therapy). Per the nurse, the patient¿s cause of death was cardiac arrest associated with the patient¿s pre-existing comorbid conditions in the esrd. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.